Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 249 mg/dl 433 mg/dl at time of incident. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting. Customer was unable to describe any possible damages to drive support cap. The device will not be returned for analysis.